Event description:
It was reported that the patient went into atrial fibrillation, possibly due to the device being at elective replacement indicator. The patient was hospitalized for congestive heart failure. It was also reported that the device was suspected of early elective replacement indicator. The device was programmed back to dual chamber fixed rate. Subsequently, the device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance. This device is part of the field action and has tested consistent with the field action.